Event description:
Caller reported that cartridge was not fitting properly on pump, with instances of it coming off needing to be snapped back into place, although currently not an issue. There was no adverse impact to customer's blood glucose level. Customer was advised to monitor situation and contact support again if issue reoccurs.